Manufacturer narrative:
Clinical conclusion: while a temporal relationship between ccpd therapy with the liberty cycler set and the patient¿s staphylococcus aureus peritonitis on (B)(6) 2018, there is no documentation indicating a liberty cycler set malfunction/product deficiency caused or contributed to the event. Staphylococcus aureus is a well-known colonizer of human skin and nares; therefore, it is very likely the peritonitis was caused by breach in aseptic technique while the patient performed pd therapy. Moreover, the patient had a previous history of peritonitis reportedly related to touch contamination which may have been associated with re-occurrence of peritonitis on (B)(6) 2018. Additionally, the patient¿s pd catheter (not a fresenius product) was evaluated warranting a plan for surgical intervention on the catheter, which is another possible source for reoccurring peritonitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis patient reported being diagnosed and treated for peritonitis. Follow up with the patient's peritoneal dialysis nurse confirmed that the peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2018. The patient¿s pd effluent was cultured which subsequently grew staphylococcus aureus. The patient was treated with the antibiotic gentamycin (unknown dose, route, frequency and duration). Per the nurse, the patient was not following aseptic technique during pd treatment which is what led to the peritonitis infection. Additionally, the patient reported his pd catheter (not a fresenius product) was evaluated on (B)(6) 2018 with a plan for pd catheter surgery. The nurse indicated the patient is being considered for a transition to hemodialysis therapy. Additional information was solicited.